Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows ten successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about two minutes and eight seconds before the start of the treatment and not immediately before the treatment. The logfile shows vacuum one time was around one minute forty eight seconds., the vacuum two time was around one minutes two seconds, the duration of the docking process was around two minutes and twenty eight seconds. And the total treatment duration was around two minutes and thirty seven. The surgeon lost vacuum one time and vacuum two twice during the docking process/before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's right eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user did not operate within the recommended or tolerable energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for the reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the during procedure there was no abnormalities in the intraoperative patient installation process and the patient cooperation was always good. During flap creation, the right eye was treated and the surgeon found the thickness of the flap was abnormal. The left eye treated and completed with normal procedures. Subsequently, the service engineer was notified to come to the hospital for inspection and found no abnormalities with the system. The surgeon tentatively decided to wait three to six months until the patient's corneal condition stabilizes before considering surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).